Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up this device had triggered end of life (eol) while a previous check six months ago showed that device had two years remaining longevity. Premature battery depletion was alleged, and a device explant was planned. The device will be returned for analysis. No adverse patient effects were reported.

Event description:
Additional information noted that the device was explanted, replaced and disposed. No additional adverse patient effects were reported.